Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, the patient underwent an additional surgery to repair the hernia defect. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia mesh because the mesh was defective, failed, because infected and caused damage to her internal organs. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, the patient underwent an additional surgery to repair the hernia defect. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 9 months post implant of ventralex mesh, patient was diagnosed with bacterial infection thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list infection as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia patch mesh was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia mesh because the mesh was defective, failed, because infected and caused damage to her internal organs. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the umbilicus was taken off the hernia sac and lot of the preperitoneal fat was debrided. A ventralex mesh was placed and sutured.¿ (B)(6) 2017 - patient visited hospital for draining lump of granulation tissue and drains a few drops of pus every day. (B)(6) 2017 - patient was diagnosed with infected umbilical hernia mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿the sinus which was running through the umbilicus itself was excised with the umbilicus. It was communicating with the mesh cavity below the fascia and chronic appearing pus was suctioned. The mesh was found to covered in slime consistent with staphylococcus epidermidis infection and was not incorporated at all. Mesh was excised and the underlying tissue was fibrotic capsule.¿ attorney alleges that the patient had pain, infection and mesh was not incorporated at all.